Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4)- pump / catalog number: 1103 / expiration date: 04/30/2019; device available for eval: no; device eval by MFR: no, not returned to manufacturer; device MFR date: 04/30/2017; labeled for single use: yes; (B)(4). (B)(4)- outflow graft / catalog number: 1125 / expiration date: 10/31/2021; device available for eval: no; device eval by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced hematuria, hemolysis, and worsening kidney function when their ventricular assist device (vad) exhibited a drop in flow/power due to an inflow/outflow occlusion.  The patient presented to the emergency department and was admitted for further assessment.  The patient is only on warfarin for anticoagulation and was taken off of aspirin due to their history of gastrointestinal bleed.  On auscultation, the vad sounded slightly loud but there was no significant "rev" or "chug."  The powers were within normal limits, but on the high end of normal.  The patient underwent a vad to vad exchange.  During the exchange, a large amount of clot was removed from the left ventricle (lv).  No clot was visualized in the pump's inflow cannula.  Log files were sent. It was further reported from the site by the ventricular assist device (vad) coordinator that on the evening of pump exchange (already reported), the patient was taken to the operating room (or) by endovascular for loss of pulses to right upper extremities (rue) and bilateral lower extremities (ble).  During surgery, it was noted that the patient had extensive old and new clots everywhere within these three limbs.  Their "best case scenario" was that the patient would lose all three limbs.  Over the past 24 hours, the patient was only having flows from the left ventricular assist device (lvad) of 0.5 liters per minute (lpm) and powers below normal.  The patient was so vasodilated that the service could not keep up with intravenous fluids (ivf), albumin, and vasopressors.  A family meeting was held on (B)(6) with the patient's wife and again this morning with the wife and daughter to discuss the patient's prognosis. The family decided that it wasn't in the patient's wishes to want to live in this state having to lose multiple limbs.  Decision was made to withdraw care this afternoon, on (B)(6) at 4:20pm and the patient expired shortly afterwards.  One hypothesis is that there may have been thrombus in the outflow graph (ofg) which showered systemically causing the severe limb ischemia.  The official cause of death (cod) was stated to have been, rhabdomyolysis with vasodilatory shock.  The family has declined an autopsy, so the pump will not be sent back for analysis.  All peripherals will be disposed of by the site. No additional information available.

Manufacturer narrative:
It was further reported that during the hospitalization, the patient underwent dialysis, a bronchoscopy, and had to be reintubated due to respiratory failure. The primary cause of death is listed as aortic thrombus leading to multisystem organ failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: (B)(4) and outflow graft #(B)(4) were not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) and outflow graft #(B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the (B)(4) in relation to the reported event. The reported event of "low flows" was confirmed via log analysis for (B)(4) which revealed a drop in power and estimated flow starting on (B)(6) 2017. No alarms were logged in the last 14 days up to (B)(6) 2017. Log files for (B)(4) revealed a drop in power and estimated flow starting on (B)(6) 2017. Forty low flow alarms were logged since (B)(6) 2017. Six high watt alarms were logged since (B)(6) 2017. Failure analysis of the returned pump (B)(4) revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the low flow alarms for (B)(4) may be attributed to thrombus around the inflow cannula. The low flow alarms for (B)(4) may be attributed to thrombus in or around the inflow cannula; it is likely that this thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: (B)(4): UDI #:(B)(4); (B)(4). If information is provided in the future, a supplemental report will be issued.